Event description:
Received information stating customer received a temperature alarm. Reportedly, the surrounding temperature was 72 degrees. The customer's blood glucose level was not affected.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.